Event description:
The physician attempted arteriotomy closure with a prostar xl 10 fr. Device. The device was deployed and three of the four needles appeared at the hub. The physician had removed the three needles before noticing that the fourth needle had not presented. With the aid of fluoroscopy the physician located the fourth needle and removed it with hemostats through the arteriotomy. The device was removed and closure achieved using manual compression. The pt recovered without incident.